Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the surgeon was able to press the green button but the stapler could not be closed on the second stapling though the first stapling went well. They changed device but the same problem occurred. Changed to another device and continued the procedure. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. No visual abnormalities were noted. The electrically erasable programmable read-only memory (eeprom) was uploaded and indicated 39 autoclave cycles for the handle. A pmv representative adapter and single-use loading unit (sulu) were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media a review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.